Event description:
During a gastric sleeve that was performed by dr. Hassan, the stapler malfunctioned during the case. The tissue bunched up in the stapler and then would not let go of the tissue-creating a hematoma that he is afraid will leak into the staple line. This occurred high up on the stomach-near the chest. Pictures are available if needed.